Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing intermittent stimulation in additional to diminished stimulation amplitude which occurred over time. Troubleshooting attempts as well as a replacement antenna were unsuccessful in resolving the issues. It was also reported the patient experienced leg pain upon walking. Follow-up identified the patient's rf receiver was explanted and replaced and the patient is "doing great." Product will not be returned.